Manufacturer narrative:
-Insert sheet for the ctni flex reagent cartridge contain the following info in the "limitations of procedure" section: results: >40 ng/ml. Manual dilution: results in excess of 40 ng/ml should be repeated after diluting the sample with purified water to obtain results within the assay range. Enter dilution factor. Reassay. Resulting readout is correct for dilution. -operator's manual for the dimension clinical chemistry sys contain the following instructions: understanding test report messages. Message: absorbance. Explanation: the mau at the measurement. Wavelength(s) exceeded 2000. What to do: rerun the sample, if the error occurs on the return, it may be due to optical interference. The customer did not follow MFR's instruction regarding sample results. User error directly contributed to the falsely elevated result reported.

Event description:
Falsely elevated troponin (ctni) results were reported by the lab. The initial sample was an 87 ng/ml with a high absorbance (a) error. The physician questioned the result and the ctni was repeated on another instrument. The repeat result on the same specimen was 0.0 ng/ml. It is unk if there were adverse health consequences as a result of the initial falsely elevated ctni result. Other falsely elevated results with error codes were reportedly released but, the lab was unwilling to supply the info.